Event description:
It was reported that the pump exhibited a barrel clamp error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition a review of the event history log identified invalid syringe size / syringe not in place. During functional testing using the syringe test, the reported issue was able to be duplicated. The tapered spring-barrel clamp assembly components were worn.the root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced tapered spring, barrel clamp rod, and barrel clamp guide. Replaced plunger printed circuit board (pcb) due to syringe not in place error found during testing.